Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by a distributor that while the patient was being transported to the operating room for heart transplantation, the housing of the pump ruptured, requiring an immediate shift to cardiopulmonary bypass.

Manufacturer narrative:
The patient was successfully transplanted as planned. The explanted pump was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.